Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found insulation degradation. As received, a complete lead was returned for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil located adjacent to the connector boot. Surface cracking was noted at this location. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Degradation adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.